Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24118. It was reported the pt experienced abdominal and back pain when her trial leads were removed. An intravenous was started, oxygen was given and the pt was taken to the emergency room. Surgical intervention was later undertaken to evacuate a hematoma. The pt is being monitored by his physician.